Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that unit failed internal leakage test during puc. The ventilator was investigated on site by our field service engineer and the internal leakage failure was not reproduced however, pressure transducer test, sub-test expiratory valve test, failed. According to information the issue was located to the expiratory cassette and the issue was resolved by cleaning the expiratory cassette and replacing the vale membrane. Unit passed all calibration, functional and safety tests performed and the unit was returned to customer and cleared for clinical use. The reported issue is confirmed in received logs. Test logs show that the pressure transducer test failed the expiration valve test which is a subtest. The test case failed due to high measured offset current from the expiration valve with log message "expiration valve test failed - voice coil force out of range". Based on previous investigations the cause to the expiration valve test failure in the pressure transducer test is the expiratory cassette¿s valve membrane. The valve membrane gets more rigid during use and cleaning and the membrane¿s rigidity affects the offset current for the expiratory valve coil. When the limit for the offset current is passed (range 0.06768 - 0.15684 a), or if the membrane for some reason has become defective, the membrane must be replaced.

Event description:
Manufacturer's ref. #: (B)(4).